Event description:
I was given a gift of a prospero dl035 panther light-emitting diode skin rejuvenate face mask which has an food and drug administration clearance number of k250413. I suspect that the auto shut off did not work and that I might have dozed off while using this face mask that is supposed to shut off after 10 minutes. When I awoke my face appears to have burn marks or hyperpigmentation on it that was not there previously, I have no idea other than of course stopping using this product. How to get these removed I will see a dermatologist later this week which was the soonest they could get me in but in the meantime my face is warm to the touch hours later and some of the spots appear to be about to blister and open.